Event description:
It was reported that during vns implant surgery on (B)(6) 2014, the patient¿s generator was shorted and subsequently showed an end of service condition. Another generator was opened in the o.r and used for replacement. The shorted generator has not been returned to date.

Event description:
It was reported that the device was discarded after surgery. Therefore, analysis is unable to be completed.